Event description:
It was reported that the customer had high blood glucose and her insulin pump was alarming motor error. Caller stated that the customer's insulin pump drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusiom, prime and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.